Event description:
During a coronary artery bypass procedure, the cutter did not create a clean aortotomy. There was no plug as the cutter tore the tissue away and created a crater-like shape aortotomy. The surgeon completed the anastomosis by using a partial occlusion clamp. The patient's aorta is described as being very thin-walled. No other patient complications were reported.